Manufacturer narrative:
D6b explant date added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
44-year-old male with history of cad with pci, icm, lv thrombus, s/p avr and aortic root reconstruction, ckd, afib, htn, dld, t2dm presented with acute on chronic decompensated hf. (B)(6) 2026 implant of impella 5.5 via axillary artery. (B)(6) 2026 placemnt signal issue, normal pump function supporting patient. 10/28 reintubated for respiratory distress. (B)(6) 2026 episodes of ventricular tachycardia noted. Appears that patient has ongoing support.